Event description:
It was reported that the device would not hold a defibrillation charge; however, no further specifics were provided. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). It was initially reported that the device would not hold a defibrillation charge; however upon further evaluation by physio-control it was observed that the device did successfully charge and deliver defibrillation therapy. It was actually observed that there was a failure to charge batteries in the device due to an adulterated ac extension cable. This issue would not likely cause or contribute to a death or serious injury. There was no failure with the device in relation to defibrillation charge. The device is going to be returned to the customer for use.